Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The patient reported the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens; -16.00/2.5/085 diopter; in the patient's left eye (os) on (B)(6) 2016. This was a 2nd lens implanted in this patient (exchanged to a shorter lens) and the patient reported the exchange did not resolve the problem. The patient reported vision was poor in bad lighting and halos at night. The lens remains implanted.